Event description:
Dexcom was made aware on 05/14/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2024. It was reported that the pediatric patient experienced a skin reaction with redness, inflammation, pimples, and lump, under entire patch area, which occurred 5 days after the sensor had been inserted in the leg. At the time of the reaction, the patient was already taking flucloxacillin 250mg 5 times a day for 5 days for a different skin reaction. Because of the skin reaction experienced from the sensor in this complaint, the patient was again consulted by the doctor, and it was decided to extend the prescription for another 5 days. At the time of the report the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule.